Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's daughter reported that the patient had blisters under her breast. The patient's nurse applied a cream to the irritation and reported that the irritation had improved.